Manufacturer narrative:
Return requested. Replacement ratcheting handle shipped to site (B)(6) 2015. No parts have been received by manufacturer for analysis. (B)(4). Part not received by manufacturer.

Event description:
A medtronic representative received a report from a site reporting the metal piece on the back of the handle broke off while the ratcheting handle was being hammered. The site reported that they were not able to determine where the ratcheting bearings were. The surgeon used another handle to continue the spine procedure to completion. Delay in therapy was less than one hour. There was no impact on patient outcome.